Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the air/water nozzle was clogged with foreign material such as body fluid and residue from used chemical agents by inappropriate reprocessing after the previous procedure. A definitive root cause cannot be identified. User is able to appropriately detect the suggested event in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function" user is able to reduce/prevent occurrence of the suggested event in accordance with the following IFU. "Reprocessing manual: precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface: clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below": olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was an air leak from the bending section cover. The light guide lens was dirty. The bending section cover, insertion tube, universal cord had a scratch. The insertion tube had a wrinkle. The angle was lower than standard. The water removal ability did not meet the standard value. The water supply and air supply volume were not enough. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during cleaning of the colonovideoscope, a leakage test was performed, and leakage was observed from the bending tube. No patient harm reported. During the evaluation of the device, it was noted the nozzle had foreign material due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of foreign material on the nozzle due to incorrect or insufficient reprocessing noted at estimation.